Event description:
It was reported that: "swivel block assembly crooked and shows alignment rod to be slightly slanted when assembled. Stock at branch was tested and lot (nzv09) was also found to have a slight angle as well."

Manufacturer narrative:
Additional lot#: nzv09. Device manufacture date for lot nzv09 - 01/20/2006. A supplemental report will be submitted upon completion of the investigation.